Event description:
Caller reported a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump with assistance from technical support, which resolved the issue, allowing them to successfully start a new sensor session.